Event description:
It was reported that end user advised taking a shower and aide helped her into (B)(4) shower commode chair. End user and aide noticed something was off with the chair. End user advised aide helped her out of shower chair and noticed seat caved in from underneath. End user advised received the unit from a third party. No injury. Update: customer called in and states chair was 9 or 10 years old. Customer ordered new chair and received today. Customer upset no crossbar underneath the back of the seat. Customer refused shipment when she noticed it. Update: customer clarifying that seat cracked in half in the rear of seat allowing it to fold and cave through.